Event description:
The pt reportedly experienced pain at the implant site while wearing external equipment, sound quality issues and intermittent lock. External equipment was exchanged however, this did not resolve the issue. The pt's device was explanted. The pt was reimplanted with another cochlear implant.